Event description:
A customer reported to baxter an issue of misassembled minicap found before use. It was reported that the mini cap sponge came out from the mini cap. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). (B)(6). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).